Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that after removing the 3.0x38mm xience skypoint stent delivery system (sds) from the delivery hoop, the protective sheath was removed and the stent dislodged and remained in the protective sheath. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use states: prior to using the xience skypoin device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque ballonn markers. Do not use if any defects are noted. In this case, the instructions for use deviation related use after damage does not appear to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported stent dislodgment; however, stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that inadvertent handling during sheath/stylet removal contributed to the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 health effect - impact code 2645 removed. H6 health effect - impact code 2199 added. H6 medical device problem code 2017 added.

Event description:
Subsequent to the initial report being filed it was noted that the dislodged stent remained in the protective sheath. The account reported that the sds was prepped for use and advance to the target lesion; however, when angiogram was taken the stent was noted to have dislodged and was found to have remained in the protective sheath. There was no adverse patient effect. No additional information was provided.

Event description:
It was reported that after removing the 3.0x38mm xience skypoint stent delivery system (sds) from the delivery hoop, the protective sheath was removed and the stent dislodged. The sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.